Manufacturer narrative:
Seven 3ml integra syringes with needles in fully sealed blister packs from batch 8277962 (p/n 305270) were received and evaluated. It was observed in four of the syringes, the stoppers had some degree of distortion present on only one side. Leakage testing was performed on all seven syringes. Two of the syringes had leakage past the first rib of the stopper and two of the syringes had leakage past both ribs of the stopper. The four syringes with observed leakage were rejectable per product specification. Potential root cause for the leakage past stopper defect is associated with the assembly process. It was likely due to an uneven or insufficient coating of silicone inside the barrel. If the stopper contacts a dry spot during insertion, the excess friction can cause a portion of it to become jammed in between the plunger rod and barrel wall. The stopper would then become unjammed during aspiration but would be permanently distorted allowing for the leakage. No corrective actions are necessary based on the defective rate identified. Batch 8277962 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "the vaccine shot out of the side of the needle where the needle connects to the hub vaccine was lost as a result."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "the vaccine shot out of the side of the needle where the needle connects to the hub vaccine was lost as a result."